Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button was unresponsive. No significant event leading to button error or keypad anomaly were observed. Customer also reported that the insulin pump would just turn off without an alarm or alert. The customer was advised to monitor and call back if needed. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Electrical board was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self test, unexpected restart test , off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no unexpected battery power loss noted. Insulin pump received with stripped battery cap coin slot noted.